Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter ruptured. Blood was found backed up into the console. There was no reported injury to patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon catheter ruptured. Blood was found backed up into the console. There was no reported injury to patient.

Manufacturer narrative:
Additional information section h - evaluation method codes added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).